Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that a coil fiber detached. The procedure was indicated for y-90 mapping. The target location was in mildly tortuous vasculature within the patient¿s liver. The physician attempted to advance a 2d 5mm x 15cm interlock¿ coil into a direxion catheter; however, the coil buckled and was unable to be advanced. When the coil was removed, a piece of material from the coil appeared to have detached inside the catheter. The coil was exchanged for another of the same a 2d 5mm x 15cm interlock¿. The 2nd coil also buckled and was unable to be advanced in the direxion catheter. The catheter was exchanged for a renegade catheter and the procedure was able to be completed with new coils. No patient complications were reported and the patient¿s status is fine.